Event description:
Healthcare professional reported right side "deflation". Later healthcare professional reported "deflated with a perforation at the crease", "asymmetry", and "ptosis" (not device related). The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side "deflation". Later healthcare professional reported "deflated with a perforation at the crease", "asymmetry", and "ptosis" (not device related). Later healthcare professional reported "hole, nonspecific". The device was explanted.

Event description:
Healthcare professional reported right side "deflation". The device remains implanted. The device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.